Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01624, 1221359-2021-01668, 1221359-2021-01669, 1221359-2021-01671, 1221359-2021-01672, 1221359-2021-01673, 1221359-2021-01674, 1221359-2021-01675.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Addresses report 4 of 9. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 . Confirmation testing was performed with cepheid and generated negative results. The customer confirmed the patient was not symptomatic. No additional information, including patient outcome and treatment was provided.

Manufacturer narrative:
Additional information: h10: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation .